Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's high voltage module was removed and returned. The reported malfunction was not replicated or confirmed. The high voltage module was put through extensive testing in a test device without duplicating the malfunction. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self-test. Complainant indicated that there was no patient involvement in the reported malfunction.